Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The final visual and physical quality evaluation results indicated that the product met specification requirements. The product sample was received for analysis and investigation. It consisted of a palindrome catheter that presented signs of use. Visual inspection was performed and it was observed that the cuff was not attached to the catheter and was not present with the sample returned. Residual of glue and cuff lint can be noticed at the area where the cuff is placed. The manufacturing process for this product was reviewed. Based on a fishbone diagram, the possible root causes were identified. The procedure contains specific instructions for gluing the cuff and its subsequent inspection. This procedure states that the operator has to visually inspect 100% of the catheters for surface sagging, excess adhesive, protruding cuff seams, and cuff material protrusions. It is considered that the operator properly followed the material handling, inspection and processing procedures, since rests of glue and cuff lint can be noticed at the area where the cuff is placed. A second 100% in-process inspection (including cuff integrity) is performed at the end of the assembly process. The reported condition was identified during use and no deviations were encountered during DHR review. The instructions for use (IFU) indicate: do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force, or rough edges. Remove the catheter as soon as it is no longer necessary. Based on the sample condition, it can be concluded that the device functioned as intended for an undetermined amount of time. Moreover, customer handling and manipulation are unknown. The reported condition has been confirmed. Based on all gathered information, it can be concluded that product was manufactured according to specifications therefore the most probable root cause can be considered as customer handling/manipulation; the reported condition was most likely damaged during use due to an inappropriate manipulation by the user. No triggers or trends were identified. In-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the cuff fell off from the catheter.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the cuff fell off from the catheter.